Event description:
A malfunction alarm, specifically alarm 20, was reported during the pump's operation. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge, but the issue persisted as the cartridge alarm recurred. Consequently, technical support arranged to replace the pump under warranty. The customer was informed about using multiple daily injections as a backup therapy, instructed on how to store the pump, and guided on returning the faulty pump with a pre-paid label, which the customer agreed to do.